Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 & batch # 4270196. It was reported by customer that the rn was drawing up ondansetron for pt and lightly flicked the syringe to encourage air bubbles to rise to the top. When flicked, the needle broke from the plastic base. Verbatim: one of our intermountain facilities is reporting an issue/concern with an item that it is purchased from your company. Please include our intermountain case number, (B)(4), with all email communication. Situation: rn was drawing up ondansetron for pt and lightly flicked the syringe to encourage air bubbles to rise to the top. When flicked, the needle broke from the plastic base. Rn was unable to remove what was left of the base, which necessitated obtaining a second vial of medication from the omnicell to be re-drawn for pt use. The faulty blunt fill needle (the needle portion still in medication vial where it was when it broke/detached), needle cap, syringe with remaining blunt fill needle base attached, and the wrapper (with product ID, lot number, etc) were all placed in a plastic zip bag. Background: event date: 04/03/2025. Was there injury? No.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the needle broke from the plastic base. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle hub is broken 1/2" from the bottom. No other defects or imperfections were observed. This condition occurs if there is a jam at the needle hub feeder. A device history record review was completed for provided material number 305180, lot 4270196. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the hub feeder was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.